Manufacturer narrative:
The reported failure of the active exhalation control module proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h3386077114ed review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, an error code e-133 was confirmed in the device error log indicating the active exhalation valve (aev) was stuck in the closed position. The proportional valve (active exhalation control module) was replaced to address this issue. The device passed final testing after repair.